Manufacturer narrative:
The patient¿s weight was not provided. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient¿s log file was submitted for review for low pulsitile index (pi) events and revealed no external power events which was caused by power to the mobile power unit (mpu) being briefly interrupted and may have been due to the mpu ac power cord coming loose at the mpu, ac wall outlet or house power disruption. There was no reported interruption in pump support during these events and no other unusual events recorded in the log file. Additional information was requested but not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms captured in the log file was confirmed. The log file provided by the customer contained events recorded from (B)(6) to (B)(6) 2019 where two incidents of a no external power alarm were recorded (on (B)(6) and (B)(6)). The associated voltage levels indicated that the events occurred while the system controller was connected to a mpu and the power to the mpu was lost. The pump support was not affected and the system was supported by the backup battery during the event. The (B)(6) was not returned for evaluation. Additional information regarding the no external power alarms was requested; however it was not provided. Heartmate ii lvas IFU and heartmate ii patient handbook, describes all alarms (visual and audible) and what action should be performed when they do occur. This includes the no external power alarm. To resolve alarm: 1. Immediately connect the system controller power cables to a working power source (functioning power module or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Heartmate ii lvas IFU and heartmate ii patient handbook, both of which cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.